Event description:
It was reported to the manufacturer on (B)(6) 2023 that a patient from a retrospective clinical study experienced implant loosening, displacement and breakage with no evidence of intervention at this time. At 6 months the patient had surgical intervention due to infection, tenderness,swelling, and hematoma. At 12 months the patient had a revision due to implant loosening.